Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) about this event. The customer checked the adjustment and quality control data, and they were within range. The cause of the discordant ipt result is unknown, and no conclusions can be drawn as to what caused the discordant ipt result. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
A discordant low intact parathyroid hormone (ipt) result was obtained with one (1) patient sample on an immulite 2500 analyzer. The result was reported to the physician, who questioned the result due to the patient's history. The sample was retested on another analyzer. The physician considered the immulite 2500 ipt result to be discordant with the result from the other analyzer, as the repeat testing fit better with the patient's clinical picture. Patient care was not altered or prescribed due to the discordant ipt result. There was no known report of adverse health consequences due to the discordant ipt result.